Event description:
It was reported that the patient was admitted to the hospital for a subdural hematoma as a result of a fall that occurred approximately one week prior to admission to hospital (exact date of admission unknown). According to the facility, after admission, the patient was placed on a kinair medsurg bed in 2008. On the next day, it was reported to kci that the patient was allegedly found with his upper body on the floor with his feet remaining in the bed and not entrapped. According to the facility, the upper right side rail of the bed was down and the side rail pad was on top of the patient. The patient was unable to be resuscitated. The facility recorded the cause of death as respiratory arrest secondary to subdural hematoma secondary to fall (prior to admission).

Manufacturer narrative:
Information provided to kci by the facility indicates that 20 minutes prior to the reported event all four side rails were up and bilateral side rail pads were in place. According to the facility, the patient had a history of falls; the most recent fall was one week prior to admission to the hospital and subsequent placement on kinair medsurg. The patient's mental status at the time of the event was described as restless, not verbally responsive, and not neurologically intact. The kenair medsurg bed was returned to the kci service center and evaluated. The side rails were tested and were found to be operating properly.